Event description:
The email received for the (B)(6) study indicated that during coil embolization, three months post enterprise vrd stent placement across a distal basilar aneurysm, it was noted that the stent had migrated distally with the distal end protruding into the aneurysm. This (B)(6), female, patient, with a history of hypertension, recurrent headache and a family history of immediate family member death secondary to subarachnoid hemorrhage (mother) was admitted for coil embolization and enterprise vrd stent placement to treat a 4mm x 5.4mm x 5.3mm aneurysm in the distal 1/3 of the basilar artery. The aneurysm was positioned medially in the vessel. The neck of the aneurysm was 4mm wide. The parent vessel proximal and distal to the aneurysm was 2.7mm and 1.45mm, respectively. The aneurysm had not been previously treated. Pre procedure medications included aspirin, plavix (started 3 days pre-procedure), and heparin. A 4.5 x 22mm enterprise vrd stent was deployed within the patient vessel across the neck of the aneurysm. No coils were placed in the aneurysm during the procedure; however, coil embolization was scheduled for a staged procedure. There were no complications noted during the procedure and the patient was discharged in stable condition with orders to continue aspirin for 12 months and plavix for 2 months. Three months later the patient was brought back to the lab for the coil embolization. She was still taking aspirin, but the plavix had been discontinued per physician's order. Angiogram showed residual aneurysm of 4mm x 4mm x 5mm with a 4mm neck. It was also noted that the enterprise vrd stent had moved from left p1 with its distal end into the basilar tip aneurysm. The patient was asymptomatic. No intervention was required to reposition the stent. Two coils were inserted into the aneurysm: a 50mm micrus micrusphere bare coil and a 60mm microvention (terumo) hydrosoft bio-active coil. Post procedure raymond assessment class was "residual aneurysm." Six months post procedure, the patient returned for routine follow-up angiogram. She was still compliant with aspirin per physician's orders. Angiogram revealed a residual aneurysm of 3mm x 2.7mm x 2mm with a residual neck of 2mm neck. Four additional coils were inserted into the aneurysm a 60mm microvention (terumo) hydrosoft bio-active coil, and three (3) 20mm microvention (terumo) hydrosoft bare coils. Post procedure raymond class assessment was "residual aneurysm." The patient was discharged with orders to continue aspirin. Please note: enterprise vrd is not approved for commercial use in the us; (B)(4).

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.